Event description:
Procedure type: adrenalectomy. According to the reporter, the balloon exploded during the procedure. However, there was no report of pieces falling into the cavity or impacting the pt. A new instrument was used to complete the procedure. No pt injury was reported. Pt is female.

Manufacturer narrative:
.